Manufacturer narrative:
(B)(4). The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a video assisted thoracoscopic procedure, the device could not fire any further after fired a half. On the next firing, the device still could only fire a half. Other product was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results found that the atw45 device was received in good visual condition and with a tr45w cartridge loaded on the device. The returned reload was partially fired 1/2 which indicates that the device's firing cycle was interrupted. In addition another tr45w cartridge was received partially fired 1/4. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.